Event description:
Caller alleged discrepant inratio results. Results as follows: facility has been obtaining inr >7.5 with last few patients within the past few days. Lab draw is done immediately after finger stick sample and sent to the lab. Doctor ended up holding all pt's warfarin doses, however, lab results come back with within patient's therapeutic range. Nurse unable to provide info for all pt, but states that they are all established pts within the office that are usually stable and within range. Pts are on warfarin/coumadin only, and have had no changes in their medications. Customer is using coagucheck collection tubes.

Manufacturer narrative:
Investigation pending.